Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemiorrhoid prolapse procedure, there was only a partial section of the mucosa and stapling of just 1/3 of the anal circumference. Not noted how case completed. No patient consequence.